Event description:
The customer reported being hospitalized due to high blood glucose of 1000 mg/dl, and she has been treated with manual injections. The customer stated that she still is in the hospital, and when they reconnected the insulin pump her glucose level did not drop. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found button error and no delivery alarms occurred four days before her admission. Ran a fixed prime test and the insulin did exit. Performed the high pressure test and passed. Advised the customer to remove the cannula, and it was not bent or occluded. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.